Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit, failed battery test, and weak battery. Customer's blood glucose level was 174 mg/dl. The insulin pump alarmed during normal use. The device was not returned.